Event description:
It was reported that 12 bd vacutainer® lithium heparinn 75 usp units blood collection tubes had their labels partially peeled off, 1 tube had a torn label, and 1 tube had no label. All defects were found before use in lot# 9158917. The following information was provided by the initial reporter: "open label = 12 sp / tore label = 1 sp / no label = 1 sp".

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for incorrect/missing label and damaged with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through CAPA 1064141. The investigation is still on-going and improvements will be made as the potential causes of this issue are identified.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 12 bd vacutainer® lithium heparinn 75 usp units blood collection tubes had their labels partially peeled off, 1 tube had a torn label, and 1 tube had no label. All defects were found before use in lot# 9158917. The following information was provided by the initial reporter: "open label = 12 sp / tore label = 1 sp / no label = 1 sp".